Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this device, high out of range shock impedance measurements were observed and unable to be resolved with this device. The device was removed and replaced during the procedure and later returned for laboratory analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Following return and completion for laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this device, high out of range shock impedance measurements were observed and unable to be resolved with this device. The device was removed and replaced during the procedure and is expected to be returned for laboratory analysis. No resulting adverse patient effects were reported.